Manufacturer narrative:
The instruments subject of the reported event were re-processed prior to use. A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer. The technician ran several test cycles and found the unit to be operating according to specifications; no repairs were required. The unit was returned to service. The technician was informed that prior to the event, the employee identified liquid droplets on the outside of the instrument peel pack, placed their finger in the liquid and obtained the burn. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment. Additionally, the v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit.". While onsite, the technician counselled user facility personnel on the importance of wearing proper ppe specifically gloves, as well as properly drying instruments prior to placement into the v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn while handling items that were processed in a v-pro max sterilizer. No medical treatment was sought or administered.